Event description:
It was reported that balloon rupture, balloon detachment and difficulty withdrawing from sheath occurred. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to dilate an unspecified peripheral target lesion. During the procedure, the balloon ruptured at just below the rated burst pressure and got stuck on the sheath and was separated form its main catheter. The torn part of the balloon was still over an unspecified wire in an artery inside the patient. A second groin puncture had to be made on the contralateral side through which the balloon was snared and removed from the patient. The procedure was completed with a different device. There was no direct damage to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a piece of the distal end of the catheter approximately 11cm long that included the distal portion of balloon, distal tip and inner. The rest of the catheter was not returned and there was no original packaging. There was blood on the balloon and in the guidewire lumen. Examination under magnification revealed a longitudinal with complete circumferential balloon tear with only the distal portion of the balloon returned. Microscopic examination of the balloon presented no irregularities in the balloon material. Multiple inner shaft kinks were noted and the inner shaft was separated. The distal markerband was in place but the inner shaft was separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and difficulty withdrawing from sheath occurred. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to dilate an unspecified peripheral target lesion. During the procedure, the balloon ruptured at just below the rated burst pressure and got stuck on the sheath and was separated form its main catheter. The torn part of the balloon was still over an unspecified wire in an artery inside the patient. A second groin puncture had to be made on the contralateral side through which the balloon was snared and removed from the patient. The procedure was completed with a different device. There was no direct damage to the patient.